Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.

Event description:
Caller reported blood glucose results of 89 mg/dl at 7:55 pm and 82 mg/dl at 7:52 pm on aviva system 1, 226 mg/dl at 7:42 pm on aviva system 2. No adverse event was reported. A request was made for the return of the strips, replacement sent.